Manufacturer narrative:
(B)(4). Advancer. The analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the tip of the advancer slid toward tissue stop during one firing sequence causing that the jaws remained in the closed. The trigger was manually assisted in order to open the jaws without any difficulties noted; one pear shaped clips was released. The remaining ten clips were conforming according to our manufacturing specifications and then it locked out as intended but the orange indicator was not completely visible; however, this finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Corrected information: alert date on original medwatch: (B)(4) 2011.

Event description:
It was reported that details are unknown at the present of an event that occurred during a laparoscopic splenectomy procedure. It is unknown how the procedure was completed. No adverse patient consequences were reported.